Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was obstructed and was revised. The valve in question was implanted due to idiopathic normal pressure hydrocephalus via lumbar peritoneal shunt. An initial setting was 150mmh2o in (B)(6) 2019, disorder of gait was observed and setting was changed to lower pressure for several times. However, the patient symptom did not recover and it was suspected the valve obstruction. The valve was replaced with a new valve. The setting was unknown. No further information was provided by hospital. The product will be returned to your site.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier: (B)(4). The valve was received for evaluation. Device history record (DHR) review of history records for product code ns9008, was not possible as the lot number was unknown failure analysis the valve was visually inspected; the silicone housing was torn/cut in the needle chamber. The valve passed the test for programming, reflux, and siphon guard. The valve could not be flushed due to the damaged silicone housing. The valve was leak tested and it leaked from the damaged silicone housing. The valve could not be pressure tested due to the damaged silicone housing. The root cause for the damaged silicone housing is probably due to user error. As noted in the instructions for use (IFU), silicone has a low tear/cut resistance. The possible root cause for the occlusion issue noted by the customer was probably due to the tear/cut in the silicone housing csf liquid was leaking from here and not flowing out of valve giving the impression that the valve is occluded.